Manufacturer narrative:
Clarification to b3 date of event: partial date september 2025. Clarification to d6a implant date: partial date 2014. Clarification to d1-d4 device information: partial device info provided as "high profile textured gummy" implants.

Event description:
Patient reported "3mm lump caused by implants, and apparently ruptured and I had no idea until I had pain on a lump". This record is for the left side. The device remains implanted.

Event description:
Patient reported "3mm lump caused by implants, and apparently ruptured and I had no idea until I had pain on a lump". This record is for the left side. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.